Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that trocar got separated in two parts during a vitreoretinal surgery. No further information received. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history review could not be conducted. Because a sample was not returned and no lot information was available, the root cause for the customer complaint issue could not be determined. A possible cause may result from if force were used in removing the device from the trocar cannula this may explain the trocar hub dislodging from the assembly.